Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same facility in the us. The previous complaint evaluation for this serial number (B)(4) is: confirmed, root cause was identified as interference due to internal failure in the probe. (Reference: MDR number 3006260740-2019-01516).

Event description:
Per biomed, the clinicians state the image is very dark. Adjusted all settings and nothing changed it.